Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the full height cubie drawer 6 would not close. The customer rebooted the station; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) found that something was blocking the matrix drawer from closing properly. The customer stated that would attempt to obtain the key from pharmacy and follow up. Upon arrival onsite, the customer had removed the cup containers that were preventing the matrix drawer from closing correctly. The system functioned as intended after the customer resolved the issue.